Event description:
A medtronic rep reported that the navlock driver jammed while the surgeon was using it as a powered instrument during surgery. The medtronic rep stated that the driver will not spin with gray or orange navlock trackers attached, but it still works with the purple tracker. The procedure was completed. There was no impact to pt outcome reported.

Manufacturer narrative:
Replacement part shipped (B)(6) 2012. RMA issued. Suspect part returned (B)(6) 2012 for eval. As reported, there is some grinding during rotation on some frames. User reported difficulty using gray and orange frames, but no problem with a purple frame. Engineering had difficulty using a purple frame and no problem with a gray frame.